Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, the customer was using fiasp within their pump supplies. Customer administered a manual injection, a bolus via the pump, and performed a supply change to address the issue and was driven to the emergency room by a family member. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy. Tandem technical support educated the customer regarding off-label insulin.